Manufacturer narrative:
The insulin pump was received button error alarm due to corroded keypad traces.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 88 mg/dl at the time of incident. The customer stated that they were unable to clear the alarm. The insulin pump was returned for analysis.